Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cardioversion was performed for atrial fibrillation. Interrogation revealed abnormal impedance, sensing, and capture threshold measurements. Dislodgment was noted via x-ray. The lead was successfully repositioned. Patient was stable.